Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level and was in the emergency room. Customer stated that she didn't have the piston drawn back far enough in the pump when she put it on. Customer stated that when she hooks it up to the tubing, she usually manually pushes insulin through to make sure there is insulin there that exits. Customer noted that she was connected to the tubing when she inserted reservoir into the pump. Customer's blood glucose level was 40 mg/dl at the time of admission. Customer stated that there was an over-infusion due to failure to prime/rewind. Customer also visited an endocrinologist after the incident and everything was reviewed. Customer stated that she was sitting in a lounge chair at work when the incident occurred. Customer was advised that anytime she might remove the reservoir from the pump, she needs to rewind/reprime prior to reinserting reservoir due to gradual basal delivery. No additional information provided.